Manufacturer narrative:
The technician found the siderail switches were worn. He replaced the siderail switches to repair the bed.

Event description:
Information received indicates the knee section is lowering on its won.